Event description:
The customer contacted philips to report a possible sync failure on the heartstart xl. There was no pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.